Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified, an abnormal shock was indicated in the patient event file. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The customer was advised to replace their quik-combo cable as a precautionary measure. The root cause of the issue was not able to be determined.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation therapy when attempted. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation ((B)(6) ) 2016/679 of the (B)(6). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation therapy when attempted. There were no reports of adverse effects to the patient as a result of the reported event.